Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that multiple attempts were made to obtain a reading from patient's sensor post op but was not successful. Calibration was delayed until (B)(6) 2018 due to patient factors. The patient was able to transmit two successful readings, however the signal strength was not perfect. Patient is able to send consistent readings after troubleshooting steps. Right heat catheterization may take place at a later date to confirm the validity of the sensor.